Event description:
Consumer states she was using a heating pad next to her bottom and fell asleep. She alleges the auto-off feature did not work and she awoke to find a third degree burn on her bottom. She had an appointment with her doctor for another matter and showed him the burn at that time.

Manufacturer narrative:
The pad has been requested from the consumer, but not yet examined be jcs to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). Consumer has not returned the product.